Manufacturer narrative:
All process operations presented in the manufacturing record review were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported by french regulatory authorities that during the implantation process of the intraocular lens (iol), one haptic broke/detached into the injector causing the iol to be decentered and warranted removal. Additionally, it was noted that surgeon removed iol in the same procedure by enlarging the incision to 4 mm (millimeters). Patient was under kardegic. Hyphema occurred during the removal process, along with iritic (iris) injury due to the surgical maneuvers on the iol. No vitrectomy was performed since there was not a need for it. Patient was not seen by implantation surgeon for post-operative visit but was reported to have a good visual outcome. Patient identifiers were not provided. No further information has been provided.

Manufacturer narrative:
(B)(6). (B)(4) - incision enlargement; iritic (iris) injury. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.